Event description:
In this event, it was reported that a k-file separated during an endodontic procedure; the separated piece has not been retrieved and the dentist is currently determining a treatment plan.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exits (though inadvisable per expert opinion provided by dr. (B)(4)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.